Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for an internal battery issue. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery issue. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.